Event description:
It was reported that an episode of non-sustained oversensing due to myopotential oversensing was observed through a merlin.net transmission. Programming changes and further testing were recommended. No further information is available.

Manufacturer narrative:
(B)(4).